Event description:
Boston scientific was notified that during an event when the first coil into a ruptured aneurysm, resistance was felt in the microcatheter, repositioned a few times and found that the coil had detached with some coil mass in the aneurysm. The physician was unable to retrieve the coil. The pt went to surgery.